Event description:
The customer's mother reported via phone call that her son is away at wrestling camp and is having problems with his buttons. Customer will call to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.